Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event, and patient information. Further information was requested but not received.

Event description:
It was reported that a patients scs ipg was to be returned following an explant for an unknown reason.

Manufacturer narrative:
This device will no longer require reporting due to the nature of the scs system explant being elective.

Event description:
Additional information was received indicating that the patient was explanted due to no longer needing the scs system.